Event description:
Patient presented to the physician with clear fluid discharge at the chest incision site. Upon examination, a keloid was noted at the incision, which was suspected to have prevented proper wound closure and healing. Physician brought the patient into the operation room, removed the ipg, excised the keloid, irrigated the ipg pocket with saline, placed a new ipg, re-sutured, and closed the incision. Postoperative antibiotics were prescribed after the procedure was completed. Patient returned for a follow-up appointment with improvement.